Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia customer¿s blood glucose level was 550 mg/dl at the time of incident and the current blood glucose level was 179 mg/dl. The customer¿s other blood glucose level was 452,68,160 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer experiences the headache like symptoms related to the high blood glucose. Based on to customer reports the customer does not allege the insulin pump was under delivery. The customer was treated with the insulin pump and the manual injection. The customer is on auto mode. The insulin pump will not be returned for analysis.